Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by our edwards lifesciences affiliate in (B)(6), during the transfemoral tavr procedure, it was noted that the patient had a severely "angulated" descending aorta. A lunderquist wire was used to straighten the vessel. During the procedure, alignment of a 26mm sapien 3 valve was performed in an area where no tension was applied to the shaft. The team made sure that there was no angle or bending between the valve and the flex tip. However, after the sapien 3 valve crossed the native valve and the flex tip was pulled, the sapien 3 valve moved toward the distal alignment marker and the center marker. Re-alignment was attempted, but the same event occurred. Re-alignment was performed a third time, but the issue was not resolved. Due to the severely angulated descending aorta, pulling back the delivery system was determined to be a risk. The decision was made to deploy the valve where it was located. During valve deployment, during the first dilation, the outflow side of the valve did not fully dilate due to the valve movement in the proximal direction. The physician attempted to push the delivery system "upward" to dilate again. It was then noted that blood was "flowing" into the inflation device. Balloon damage was suspected and the delivery system was removed. A non-edwards balloon was then used to post dilate the outflow side of the valve. The valve was not "perfectly" diilated; however, due to a small stj and calcification at the left coronary cusp (lcc) that was pressed to the side of the sinus of valsalva (sov) wall, further post dilation was not performed. No issues (de-airing or leaks) had been noted during the device prep prior to the procedure. The native annular diameter measured 24.0mm by CT with a valve area of 453.9mm2. Moderate valvular calcification and bulky lcc calcification were reported. It was also reported that the patient had a narrow aortic root (stj and sov) with a stj height of 19.0mm.

Manufacturer narrative:
Additional information: device evaluated by manufacturer; evaluation codes; narrative text. (B)(4). Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. The commander delivery system was discarded post procedure and not available for evaluation. Without the device return, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery from the case, the physician¿s training and IFU review was performed. An examination of patient imagery confirmed the reported vascular tortuosity and calcification, as well as calcification on the native valve leaflets. A review of the video of the delivery system outside of the patient revealed that the balloon leakage was observed from a pinhole near the inflation to the crimp balloon bond (I/c bond) area of the delivery system. A photo of the device also indicated the location of the pinhole. DHR review did not reveal any issues that could have contributed to this complaint. No deficiencies with the IFU or training manual were identified. During manufacturing, the ds undergoes multiple 100% inspections and verifications. The inspections performed support that is unlikely that a manufacturing non-conformance was the source of the complaint. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a clinical technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, the complaint of the valve movement on the balloon could not be confirmed as the device was not returned. Without the device, a manufacturing non-conformance was unable to be determined. Procedural factors (residual fluid left in the balloon prior to valve alignment, balloon profile alteration during de-airing) may have contributed to the reported valve movement on the balloon. The complaint of the balloon leakage was confirmed based on imaging provided. However, without the device, a manufacturing non-conformance was unable to be determined. Procedural factors (manipulation of the device), in addition to patient factors (severely ¿angulated¿ descending aorta, valvular calcification) likely contributed to the reported balloon leakage. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.